Manufacturer narrative:
An investigation was performed on the basis of complaint statistics as no device was sent back for evaluation. It is determined that the complaint percentage falls well within the product risk limits that are adhered to at klm. In addition to no device being returned, product history records could not be reviewed because no lot number or any identification traceable to the manufacturing documentation was provided. Due to no device being returned and no lot number provided, the root cause for the breakage cannot be determined. If further information can be gathered that might add value to the contents of the investigated report, an additional follow-up report will be submitted.

Event description:
Three weeks following implantation, the distractor footplate broke off the distractor body. As a result of the breakage, a secondary surgery was performed to remove the broken distractor and a replacement distractor was implanted.